Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign material in the air water cylinder was not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The other malfunctions cause was traced to a component issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified foreign material in the air water cylinder and acoustic lens is damaged and scratched. There was no patient involvement.